Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the insulation of this right ventricular (rv) lead came apart and the conductor coil was exposed when the lead was disconnected from the device at generator change out. This lead was surgically abandoned. No adverse patient effects were reported.